Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences related to the issue was observed. The picture sent by the customer was verified and it was possible to observe lid missing. This occurrence is potentially related to an operational failure during packaging process. The production personnel from descartex dept. Will be notified about this complaint. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It has been reported that the bd descartex¿ ii has been found missing the lid before use. The following has been provided by the initial reporter: during the conference was observed the lid missing.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd descartex¿ ii has been found missing the lid before use. The following has been provided by the initial reporter: during the conference was observed the lid missing.